Manufacturer narrative:
The device has not been returned for eval. Should new info become available, a supplemental form will be completed.

Event description:
It was reported that the screen on quick bolus button was not working. The device turns on when plugged into a power source. No impact to customer's blood glucose level.